Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited an episode of inappropriate high voltage therapy due to intermittent atrial undersensing during an instance of junctional tachycardia. The asymptomatic patient was brought into the clinic on a later date and the device was reprogrammed. The patient was doing fine post visit.